Event description:
The customer's son reported via phone call that the customer experienced high blood glucose levels. Her blood glucose level was 466 mg/dl. The customer had a major sugery a couple of weeks ago. The customer's high blood glucose symptoms were nausea, dry mouth, flushed, and difficulty breathing. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.